Event description:
The customer reported being in the emergency room with high blood glucose of 353mg/dl. The customer stated that she mixed apidra pen with apidra manual injections. The caller stated that she mixed both because the units were off and thought that she could complete the delivery by using an injection for remaining units. The customer was concerned more about the blood pressure; the doctor recommended relaxation, and her glucose level went down. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime, but she stated that the insulin was not exiting and would not push through even when force was applied. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.